Event description:
The customer stated that her blood glucose readings had been higher than usual. She tested using her contour and received a reading of 179 mg/dl. She retested using another meter and received a reading of 61 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.